Manufacturer narrative:
The device was returned to olympus for inspection. Following a thorough investigation and on-site inspection, the proportional valve was confirmed to be faulty. This defect caused a malfunction of the pressure sensor, which resulted in abnormal noise during air supply. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the high flow insufflation unit was found to have a failure of the electro-pneumatic proportional valve. There was no patient involvement.